Event description:
It was reported that the right ventricular (rv) lead had oversensing issues. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a damaged guide tooth, the lead was stretched, and there was apparent explant damage.